Manufacturer narrative:
(B)(4)

Event description:
It was reported during merlin.net and alert transmission the patients' pacemaker encountered intermittent noise post pace sensed r-waves. Reprogramming is pending to address the issue. There are no patient symptoms reported.